Event description:
The customer reported a 2240 alarm (air in set), which occurred on the homechoice during dwell 3/4. The patient was connected at the time of the reported event. The patient checked the lines and bags and found an unused supply line that was not clamped. The patient was advised to disconnect using aseptic technique and to notify his renal nurse. No clinical consequences for the patient have been reported. Proper procedures per the user manual were reviewed. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the user error identified in this report. The root cause of the system error 2240 alarm was related to an open clamp on an unused supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).